Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.